Manufacturer narrative:
(B)(6).

Event description:
Information was received from a health care professional via a representative regarding a patient in the (B)(6) who was receiving baclofen 500 mcg/ml at a dose 3.12 mcg/day (minimum rate) via an implantable pump. The patient's relevant medical history included relapsing remitting multiple sclerosis. It was reported that the patient came to the clinic following a critical alarm and on interrogation the pump was showing safe state. The event date was reported as (B)(6) 2016. The session report from (B)(6) 2016 noted eri was estimated at 79 months and the daily dose was changed to 70.09 mcg/day as the pump was reprogrammed on (B)(6) 2016. No patient symptoms reported at this time. There was no harm or injury to the patient as she was taking oral baclofen.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2016-08-02 the representative further reported that the patient was also taking oral baclofen, 10mgs tds, for upper limb spasm. The serial of the ¿8371¿ catheter was not provided. No refill was undertaken as the pump had restarted. A pump motor study was not undertaken as the pump restarted. There was no evidence of a motor stall in the logs but only safe state. No products will be returned at this time as the infusion system was working.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2016-07-15 information was received from the representative who confirmed the patient¿s birthdate. The pump was delivering baclofen 500 mcg/ml at a dose of 70 mcg/day and the personal therapy manager (ptm) of 80 mcg with two doses in 24 hours. The patient notes regarding concomitant medications was not available. The patient did not have any recorded allergies. The diagnosis for use of the infusion system was multiple sclerosis. As a result of the safe state the patient experienced an increase in the evening spasm. To the reporter¿s knowledge, the cause of the safe state was not determined. Troubleshooting included the patient being seen in the clinic due to the critical alarm. The pump was reprogrammed and a bolus was given to the patient. Following the reprogramming, there had not been any further problems with this pump and they continue to monitor the pump at this time. As reported, the pump was expected to be returned if at some point there were continued problems as the pump at that time would then be explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.